Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with insulin into pump. There was no adverse impact to the customer's blood glucose level. Customer confirmed usable insulin amount was adequate, attempted to remove pump from case but was unable, then followed guidance to clean pneumatic tap area and reload same cartridge, after which cartridge was successfully loaded and insulin delivery was resumed.